Manufacturer narrative:
A ge oec service rep investigated the issue and found some issues with toe-tapping fluoro. Suggestions were made to the user allow digital spot to stabilize prior to exposure. Additionally, the imaging chain was evaluated and adjusted for optimal image quality. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec fluoroscopy system was reported to have image quality issues.